Event description:
It was initially reported that the physician's handheld was freezing on the "interrogation successful" screen. A hard reset was preformed but the problem still existed. Good faith attempt for product return have been unsuccessful to date.